Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 154 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.